Event description:
While opening the glenosphere for the patient the scrub noticed a white residue on the implant. Notified the surgeon, and opened 2 other implants with the same result, utilizing 2 different lot numbers. The residue appears to be from the packaging. At this point, with the third implant, the surgeon chose to copiously rinse off the implant with saline and implant it into the patient. The two implants that were not used were given back to the rep to send back to the vendor. The rep stated these were sterilized in (B)(4), report was made to his company and he pulled his stock off the shelf. Note: the operating room nurse pointed out the implants are packed in white styrofoam; the residue appears like little snowflakes, possible related to the styrofoam? Manufacturer response for shoulder implant, glenosphere (per site reporter). The operating room called the vendor to tell them of this white residue. The vendor replied that they have "never heard of that."